Event description:
It was reported that the IV tubing set separated at the port. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint that the tubing separated at the port was confirmed. A photo provided by the customer shows that the smartsite cap female luer adapter was broken off from the body. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the IV tubing set separated at the port.